Event description:
It was reported that during a lv capture test, a loss of capture in the ventricle was observed. It was noted that the rv coil and svc coil terminal pins were reversed in the header in recent ICD upgrade. The lead's pins were placed into the correct positions on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.